Manufacturer narrative:
Event took place in belgium. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Event occurred in belgium. Tentitive description of event: skin burns during procedure.

Manufacturer narrative:
Irn# (B)(4). Initial batch review does not indicate any adverse conclusion. All parameters within specification.

Event description:
Irn# (B)(4). Event occurred in belgium: tentitive description of event: skin burns during procedure.